Event description:
It was reported to vyaire medical that the 3100a ventilator mean airway pressure(map) was unstable while doing circuite calibration. There was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and performed patient circuit calibration and passed. Performance test was done and the unit could not be pressurized. The fsr removed the cover and found that the limit knob was loose. The limit knob was set to max,reinstalled and was tightened. 2k was performed to check all settings and performance test was repeated and the unit passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.